Event description:
Suture breakage post op. Medwatch report states 50 yr old male 3 days post-op aortic valve replacement. Pt developed cardiogenic shock. Resucitation attempted but unsuccessful. Pt expired.